Manufacturer narrative:
Correction/removal reporting number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to locate or communicate with his scs ipg using his charger. The pt has not charged his ipg in approx six months. The pt programmer does communication with the pt's ipg, and the ipg has approx 10% charge remaining. The pt is pending a f/u with a sjm rep to further the issue.